Event description:
It was reported a patient's right ventricular (rv) lead presented with no pacing and no sensing due to dislodgement, confirmed via x-ray. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.